Event description:
It was reported that the patient felt symptoms of heart failure. The right atrial (ra) lead was noted on telemetry with undersensing of p-waves. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.